Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and unstable threshold, with possible micro-dislodgement. Lead dislodgement was probable, but hard to confirm via x-ray. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.